Event description:
It was reported that a zero tip basket device was used during a left retrograde pyelogram, left ureteral stent placement, and a bladder biopsy procedure. During the procedure, the basket fractured at the sheath leaving the basket and some of the sheath inside the patient. The fractured basket and sheath were retrieved using a dakota grasper. The procedure was completed with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire detached.